Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was connected to the mobile power unit (mpu) their left ventricular assist device (lvad) started alarming on (B)(6) 2022.the patient described the noise as a "chirping" sound similar to the prompt to connect to power that sounds when a patient changed power sources, although the chriping sound was much louder. The sound lasted from 3-15 seconds and happened at least 6 times that night. All of the patient's connections were tight and there was no debris, and there was no noted cracking or exposed sheath. The patient reported that their red heart icon and battery icon illuminated at the time of the alarm but the pump was running. The mpu did not come loose from an outlet and the v-lock connector was present with no issues to report. The mpu was removed from service. The patient was asymptomatic with the alarms. The patient was brought into clinic with their mpu and tried to illicit the same response but was unsuccessful. The lvad was interrogated, no alarms were found per review. However, when the controller alarm history was checked, 6 low voltage alarms were noted lasting from 3-15 seconds. No issues with cables and connections were noted, and no bent pins or cracked sheathing were noted. The patient was instructed to move around in clinic as they did at home and no alarms were noted. Technical services review of the log files found low battery hazard/power cable disconnect alarms while the patient utilized the mpu. Log files captured the controller intermittently losing the (relative state of charge) rsoc information causing the alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical alarms occurring while the mpu was in use was confirmed via the provided log file. The log file contained data spanning approximately 1 day (22nov2022 ¿ 23nov2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical low voltage hazard/power cable disconnect alarms were intermittently observed while the mpu was in use (rsoc invalid faults that were not associated with a power source exchange). These alarms appeared to have been caused by the rsoc within both power cables briefly dropping below the alarm thresholds. No other notable events were observed. The returned mpu (serial number (B)(6) was observed to have a couple pinch marks and a small cut that pierced its braided ground shield in its patient cable upon arrival at the service depot. The mpu was functionally tested and was found to perform as intended despite the observed cable damage. The customer was requested to provide a purchase order to replace the mpu¿s patient cable; this request was declined. As a result, the mpu was labeled with a ¿not for human use¿ sticker and was returned to the customer unrepaired. The mpu is not certified for human or clinical use. Although the root cause of the reported event was unable to be conclusively determined through this analysis, the observed damage to the patient cable may have contributed to the cause of the event. The returned mpu was observed to have a couple pinch marks and a small cut that pierced its braided ground shield in its patient cable upon arrival at the service depot. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect conditions. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.